Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the bifurcation of the common and internal carotid arteries. A 40x136mm xact stent was deployed successfully; however, the delivery catheter separated when it was being removed. No resistance was felt when removing the delivery catheter. The separated portions were inside the sheath and were successfully removed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.